Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 543 mg/dl with no related symptoms. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the loss of prime issue had occurred with more than one cartridge. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while still on the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/17/2017 -device evaluation: the retained cartridge was evaluated by product analysis on 02/24/2017 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.